Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump passed rewind, basic occlusion and displacement tests. The insulin pump has minor scratched lcd window, scratched case, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump while getting a basal. Customer stated that pump did not fall and was not bumped. Customer inserted a new reservoir and the problem returned again during basal. Customer received a replacement pump. No further details given.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.